Event description:
Additional information was received. It was reported that the rep stated the catheter was severed by the spinous process, so they revised by splicing the spinal segment to the existing catheter and wanted to confirm their calculations.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot#/serial# (B)(6), implanted: (B)(6) 2016, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2016; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-feb-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug (did not ask n/a at did not ask n/a) via an implantable pump for unknown indications for use. It was reported that the company representative (rep) assisted with a catheter revision and wanted to talk through the length and volume calculations for priming. Discussed this with the caller.  Additional information was from a company representative (rep) indicated that the spinal segment was accidently damaged during procedure. The patient had increase pain due increased dosage. The rep initially reported the event since they were there during the surgery.  A dye study was performed but unable to aspirate. Action/intervention: spinal segment was replaced but damaged spinal segment was discarded. The catheter was tied up inside. Outcome: the issue was resolved.  The medical history and weight were unknown. The patient status was alive and no injury.